Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was medical intervention provided for the ¿minor eruptions on the wound that have burst with fluid beneath¿? Does the surgeon believe the stratafix symmetric size 1 used in the capsule and stratafix symmetric size 2/0 used in the fat layer contributed to the patient¿s skin reaction? Was there any alleged deficiency or issue with the prineo used on the patient? Other relevant history/concomitant medications? Lot number(s) for the stratafix sutures. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a bilateral total knee replacement on (B)(6) 2019 and the barbed suture was used. At 14 weeks post-op follow up it was confirmed that last few weeks reaction has become evident. The suture reaction to barbed suture such as clear skin reaction along whole suture line was presented. Has developed a couple or minor eruptions on the wound that have burst with fluid beneath. The patient is on steroid cream and currently well. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure ¿ did not provide information. The diagnosis and indication for the surgical procedure ¿ bilateral total knee replacement. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? N/a. Was medical intervention provided for the ¿minor eruptions on the wound that have burst with fluid beneath¿? Yes used steroid cream. Does the surgeon believe the stratafix symmetric size 1 used in the capsule and stratafix symmetric size 2/0 used in the fat layer contributed to the patient¿s skin reaction? Yes he does, clear red reaction that follows the stratafix line. Was there any alleged deficiency or issue with the prineo used on the patient? No. Other relevant history/concomitant medications? No other allergies. Lot number(s) for the stratafix sutures: unknown as operating was over 14 weeks ago and packaging was not kept. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unsure, believes it¿s the stratafix.